Event description:
Information was received from a healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was reported that the patient had a magnetic resonance imaging (MRI) on the 28th of march and when they went to use their personal therapy manger (ptm) today it would not work and they noted a service code 99. Agent reviewed that this code was for motor stall detection and reviewed information around sm2 pumps and telemetry mode. Advised company rep to have patient attempt to bolus again to see if the code persists. The company rep did not mention any patient symptoms or audible alarms. The company rep was not with the patient. The company rep planned to follow up with the patient to see if they were now able to bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient called the company rep when the patient got home and was able to give herself a bolus with her personal therapy manager (ptm). This was probably 2 hours after her magnetic resonance imaging (MRI). Ptm was working when she got home and was able to give herself a bolus and confirm her device was not in telemetry mode.

Manufacturer narrative:
H11: note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.